Manufacturer narrative:
(B)(6). Section g4: the f&p evaqua¿ 2 infant ventilator circuit dual heated with mr290 autofeed chamber for sle4000 & sle5000 ventilators is not sold in the USA, but is similar to a product which is sold in the USA. The 510(k) for that product is k103767. Section h11: the subject rt268 infant breathing circuit has been received at fisher & paykel (f&p) healthcare in new zealand for evaluation. A follow up report will be provided upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in taiwan that an rt268 infant breathing circuit was found with the duckbill in the device's swivel missing, which would result in a gas leak. This was identified prior to patient use. There was no reported patient involvement.